Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. However, the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. As the device was not returned for evaluation, the root cause for the degeneration and stenosis cannot be conclusively determined at this time. However, it is possible that patient related factors and progression of the underlying disease may have contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 23mm pericardial aortic valve was disabled after an implant duration of nine (9) years, eleven (11) months, and eighteen (18) days due to severe prosthetic valve degeneration with stenosis. Per obtained medical records, the (B)(6) year-old male patient had a history of CABG, repeated hospitalizations due to congestive heart failure, and was found to have an ejection fraction of (B)(4) percent. A (B)(6) 3 23mm transcatheter valve was implanted via a transfemoral approach using a valve in valve procedure. There was no evidence of paravalvular leak by echocardiogram or by angiogram. The patient tolerated the procedure and was transferred to the ICU in satisfactory condition.